Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported "no power." There was no additional information provided and no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Event description:
The customer reported, "no power". There was no additional information provided. And no patient involvement.